Event description:
It was reported that the insulin pump is suspending at night. This anomaly has been happening since january. The blood glucose reading is 164 mg/dl. Customer experiencing high blood glucose and ketones. Customer's mother requesting a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.